Event description:
Patient underwent misha implantation for oa with concomitant meniscal allograft, acl cyst removal and bone marrow aspirate injection. Approximately 4 months later, the patient presented with a surgical site infection with discharge from the distal end of the incision, redness and swelling. Irrigation and debridement of the wound was performed with removal of the misha device and planned post-op oral antibiotics. At the post-op visit a week later, the patient's wound was well-healed.

Manufacturer narrative:
The event date is not known. The date of awareness of the event is reported as the event date. The misha knee system was reported to be well fixated and functioning at the time of removal. The removal was completed without complication. Wound cultures indicated s. Aureus infection. A review of manufacturing records indicates that the product conformed to design and manufacturing specifications. Analysis of the returned device found it to be intact and well-functioning. The source of the infection is unknown. Of note, at the time of misha implantation, additional procedures of meniscal allograft, acl cyst removal and bone marrow aspirate injection were performed.